Manufacturer narrative:
(B)(4). Date sent: 01/09/2020. H10: corrected data: h1: MDR decision: not reportable. Upon review of the additional information provided, it was concluded that this event does not meet the defined criteria for a reportable event. Additional information received from the surgeon: hopefully this addresses questions and concerns about potential product failure. On (B)(6) 2018, the patient who has registered this complaint underwent a laparoscopic redo hiatal hernia repair, takedown of a prior fundoplication and placement of a linx device. To assess symptoms of recurrent reflux, on (B)(6) 2018, she underwent a barium swallow (image below). As can be seen, there was no evidence of a device discontinuity. It is not known if the patient underwent an MRI since device placement. X-ray image evaluation: an x-ray image of a linx device in vivo along with the patient's doctor's interpretation of the x-ray image were provided. The patient's doctor stated the following: "to assess symptoms of recurrent reflux, on (B)(6) 2018 she underwent a barium swallow. As can be seen, there was no evidence of a device discontinuity. It is not known if the patient underwent an MRI since device placement." The review of the device suggests that it's in an annular shape which is an expected shape for an implanted linx device. The complaint event description includes the language "bead separation." Note that the beads in a linx device are expected to separate when a bolus passes through the lower esophageal sphincter and come together afterwards. The DHR for lot: 18172 was reviewed. No ncs, defects, or reworks related to the product complaint were found.

Manufacturer narrative:
(B)(4). Date sent: 11/20/2019. Additional information received: lot no.18172.

Manufacturer narrative:
(B)(4). The lot was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information received: system 15 bead 1.5 telsa impl gastrointestinal gerd log 504934. Impl gastrointestinal gerd. Lxmc15. Larterally n/a action: implanted area: esophagus number used: 1.

Event description:
It was reported that linx implant was on (B)(6) 2018 acid reflux not corrected; nothing has changed, and symptoms have gotten worse. Where device placed area spasm. Patient states scan indicated bead separation. She states she was told to wait a year to recover.